Event description:
The customer reported that while the central was in use monitoring patients with telepack ambulatory transmitters at the bedsides, the central lost communication with the telepacks. No patient injury was reported.

Manufacturer narrative:
The company representative observed that there were no lights on the tim transceiver. The company representative replaced the tim. The system was tested to factory specification. It functioned normally and was returned to use.